Event description:
Pt sustained a displaced right femoral neck fracture and underwent a non-cemented right austin-m00re hemiarthroplasty. Closed reduction performed twice during hosp stay. Austin-moore implant removed and replaced.